Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "a randomized prospective study comparing mobile-bearing against fixed-bearing pfc sigma cruciate-retaining total knee arthroplasties with ten-year minimum follow-up" written by a.j. Powell, e. Crua, b. C. Chong, r. Gordon, a. Mcauslan, r.p. Pitto, and m. G. Clatworthy published by the bone and joint journal 2018 was reviewed. The article's purpose was to compare the pfc total knee arthroplasty (tka) system in a prospective randomized control trial (rct) of the mobile-bearing rotating-platform (rp) tka against the fixed-bearing (fb) tka. Data was compiled from 167 patients (190 knees with 23 bilateral cases). All implants were depuy products. Cement manufacturer is unknown and patella resurfacing was performed in 30 total patients. The article does not identify which specific products were associated with the adverse events. The article does not provide adequate information to determine accurate quantities. Depuy products: pfc sigma either fixed or rotating platform knee system. Adverse events: revision for aseptic loosening of tibial tray (interface unknown); revision for pain entailing poly insert exchange; revision for insert spin-out entailing insert exchange; deep infection treated by two-stage revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.